Event description:
Customer reported the IV set fell apart, with blood backing up from the IV in the pt's hand and leaked, leaving a puddle of fluid in the pt's bed. No pt harm reported and no other event details available. The administration set was not received because the customer stated the product was discarded. No investigation will be performed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.